Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the device noted; the 5sd door was disengaged. The trocar balloon, obturator, valve seal, and lock collar appeared intact. The inflation syringe was not received. Pmv performed functional testing; the trocar balloon was inflated no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged 5sd door may occur when mishandled during clinical application. Should new information becomes available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Occurred during a laparoscopic right hemicolectomy procedure. The 5mm instrument was being applied into the port by using the 5mm port convertor. The valve seal was damaged. There was no rapid loss of abdominal pressure due to the device issue. No device component fell into the cavity of the patient. In order to resolve the issue and complete the case, changed to a new device. There was no patient harm. The patient status is alive, no injury.